Event description:
Pt underwent sub-occipital craniotomy for the repair of chiari malformation in 2003. During the procedure, approx 10 ml of bioglue surgical adhesive was used to seal the dura patch at the end of the procedure. The pt's clinical condition subsequently declined resulting in pulmonary edema and cruciate paralysis requiring a reoperation 2 days later. The surgeon reports that he removed approx 6-7 cc of polymerized bioglue surgical adhesive from the surgical site (cervical/medullary junction just below the foramen magnum). In the surgeon's opinion, the sealant had run around the junction from the site of application, forming a constrictive ring at the base of the brainstem and leading to "obstructive hydrocephalus." Current status of the pt is unk and unavailable from the hosp.